Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that two and a half years ago this left ventricular (lv) lead was exhibiting an increase in threshold measurements. The device was programmed with higher outputs. Now, during a generator replacement procedure to downgrade the patient from a cardiac resynchronization therapy defibrillator (crt-d) to a dual chamber implantable cardioverter defibrillator (ICD), the lv lead was surgically abandoned and replaced due to intermittent capture at 7.0 v/1.7 ms from increased thresholds. It was suggested that the lead had pulled back. No adverse patient effects were reported.